Event description:
It was reported that a remote transmission was received showing non-sustained rv oversensing. Patient was asymptomatic. Review of session records note that the oversensing was found to be due to intermittent loss of capture. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4)